Event description:
This pump was received in the bio-med shop with a note attached stating, "pump was set on peds personality and never alarmed for an infiltrate and the IV definitely infiltrated". No contact name was listed on the note. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervention, patient injury, age of pt, or medication involved.